Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced supraventricular tachycardia after an unspecified surgery in which floseal was used. It was reported the patient experienced excessive bleeding during the surgical procedure; however, no complications were reported. It was reported the surgeon had ¿infiltration of 1/100,000 adrenaline solution with ropivacaine at the site, around 10ml¿, (no further details provided). It was reported the event occurred 30 minutes after anesthesia recovery. It was reported the patient was ¿referred¿ to the intensive care unit. It was reported the tachycardia was reversed. At the time of this report, the patient remained hospitalized and was stable. No additional information is available.